Event description:
Legal counsel for patient reported patient underwent a left hip total arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2013 due to patient allegations of elevated metal ion levels, metal wear, metal poisoning and metallosis. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-03125/ -03126/ -03127).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 4 MDR's filed for the same event (reference 1825034-2014-03125/ -03126/ -03127/ -06196).

Event description:
Legal counsel for patient reported patient underwent a left hip total arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2013 due to patient allegations of elevated metal ion levels, metal wear, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right total hip arthroplasty on (B)(6) 2011 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a left hip revision on (B)(6) 2013. The left hip revision operative report noted the revision was due to elevated metal ion levels and the presence of cloudy synovial fluid and synovitis. The modular head and taper adapter were removed and replaced.